Event description:
It was reported that a homechoice cassette was damaged. It was reported that the tubing with the blue clamp was cut and it appeared that a section of approximately 18 inches was missing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection of the sample revealed that the last fill line was cut. Leak testing, clamp function test, clear passage test, and device-device interaction testing were conducted with no issues noted. A short simulated therapy was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The direct cause was determined to be a manufacturing issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.